Manufacturer narrative:
The device was evaluated by a remote service engineer, and the reported issue was confirmed. The rse provided the customer with the part ID of the touchscreen. The customer reported that the touchscreen was replaced and installed to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
The customer reported that the touchscreen does not work. There was no patient involvement.